Event description:
It was reported that during a hepatectomy procedure, when the surgeon used the device, the operated vena was dissected, but it was not stapled. This caused a serious haemorrhage. Time of operation was extended because pt was subjected to blood transfusion and a cardiovascular support therapy.

Manufacturer narrative:
Date sent: 03/24/2009. Info anticipated, but unavailable at this time.